Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the balloon leaked gas. There was no patient involvement.

Event description:
According to the reporter, preoperatively, the balloon leaked gas. There was no patient involvement. Medtronic's initial evaluation of the incident is that the dissector balloon had a hole at the distal end.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the dissector balloon had a hole at the distal end. The trocar balloon, lock collar, stopcock, obturators, insufflation port, valve seal, 5mm optical trocar and 5mm obturator and circular seal appeared intact. The insufflation bulb was received. The inflation syringe was received. Functionally, the trocar balloon was inflated, no leaks were detected. The lock collar moved up and down the cannula freely and securely locked in place. The ports passed an air leak test. It was reported that the balloon leaked gas. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.